Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 95% within one day and the pump subsequently shut off due to insufficient power. The customer¿s blood glucose level was 151 (mg/dl). Review of the pump data logs showed the pump battery depleted from 82% to 2% within 1 minute then subsequently shut off. Reportedly the customer would continue to use the pump for insulin therapy.